Event description:
Caller alleged false negative results. Results as follows: patient came into the office because her home pregnancy test was positive. Patient came into the doctor's office and tested on the mckesson hcg test with negative results. Three (3) weeks later, the patient came back and tested positive on the mckesson test. No medications were administered, and no procedures were done at the doctor's office. No confirmatory blood test or ultrasound was done. Patient was unsure of the date for her last menstrual period, but stated it was around 8 weeks ago. Patient missed two (2) menstrual periods. Fresh urine specimen was used. Internal controls were present; no apparent problems with the kit. External controls are not run by the customer. No other patient information was provided.

Manufacturer narrative:
Investigation pending.